Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report#1627487-2015-09003, reference MFR report#1627487-2015-09004. The patient was implanted with 4 quattrode leads(off-label usage) 2 model 3166 with the same lot number. It was reported the patient experienced unintended stimulation in her mid-back area. Reprogramming was attempted to no avail. Subsequently, surgical intervention was undertaken on (B)(6) 2015. Reportedly, the original occipital leads were placed back in their optimal location. During the same procedure, the physician electively explanted and replaced the extension to keep the leads stable. Effective stimulation was achieved postoperatively thus resolving the issue.